Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that even with burst therapy, patient experienced ineffective therapy. Surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored.